Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced an elevated blood glucose (bg) level due to the occlusion, no value was provided. Customer delivered a correction bolus and changed pump supplies set to address bg levels.